Event description:
The customer contacted stryker, to report that their lucas device was not latching onto the back of the compression board. The customer was unable to use the device. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer, to request additional information on the patient. Stryker requests, patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined, that there was insufficient information provided, that the device did not contribute to the patient outcome.

Manufacturer narrative:
A stryker field service representative (fsr) verified and duplicated the reported issue. The root cause of the reported issue was traced to a damaged angle shaft on the support leg which resulted in the support leg overextending the backplate. Communications with the customer indicated that CPR was delayed by approximately 2 minutes before the lucas device was successfully locked to the backplate. The customer declined the repair of the lucas 2 device and received a replacement. A clinical review was performed and it was determined that the device use may have contributed to the reported adverse outcome.

Event description:
The customer contacted stryker to report that their lucas device was not latching onto the back of the compression board. The customer was unable to use the device. The patient involved in the reported event is deceased